Event description:
Risk received a call from operating room that a valve malfunctioned. Item sequestered. Reviewed chart and noted surgeon documented in operating room record, "the pt had over-shunting symptoms and she had pressure monitor to minus last time; was fine for a while but due to the abdominal binder, we could not compensate over-shunting and shunt taps proved that the shunt does not really have resistance, which it is supposed to have, so we decided to change the valve." Also documented, "we disconnected the shunt. Shunt was working very well. I made the proximal catheter and then we removed the strata valve and placed in a new strata valve, which was not a small but a bigger one." Representative(B)(4)from medtronic came by risk management and picked up the device on (B)(6) 2014. (B)(4) stated that last week he met with the doctor who stated he appreciated if(B)(4) would send the device back to the company to check out the device and see why it was not working. Pt has had several surgeries recently and unable to locate date the shunt was originally implanted and the ID numbers such as the lot number, serial number and the expiration date. I am still tracking down this information. Once obtained will sent an updated medwatch.